Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high per the bg meter. Customer alleged the pump malfunctioned. Customer went to the emergency room (ER) and was admitted to the hospital. Bg lowered to approximately 200 mg/dl. Customer declined to provide further information regarding the ER/hospitalization. Infusion set site was changed. Pump system check was performed; no device issue was identified. No malfunction alarms were found in pump history. Customer acknowledged pump was functioning. Reportedly, humalog was used in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge.